Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized and hyperglycemia. The customer stated he was vomiting and his blood glucose was over 600 mg/dl for several days. The customer no longer wants to use the insulin pump. He's using the glucometer. The paramedics were contacted and transported him to the hospital. The customer stated when he was admitted, his blood glucose started coming down. The customer had high blood glucose, diarrhea and nausea which kept him dehydrated. In addition, he had trouble inserting the set. Prior to the paramedics arriving, the customer treated with saline solution at home and also with two shots of adavan to calm him.